Event description:
On (B)(6) 2013, the patient reported that he had switched to his backup infusion device because his primary device was not delivering insulin correctly. He stated that he had experienced elevated blood glucose levels from 350-360 mg/dl and when he switched to his backup device his blood glucose levels returned to normal. His normal range is 120-130 mg/dl. He does not think his primary device delivers enough insulin during bolus and basal deliveries. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. (B)(4): no product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.